Event description:
It has been reported that after they performed an internal vaginal prep and pulled out the sponge stick, the sponge remained inside the vagina. A forcep was used to remove the retained sponge.

Manufacturer narrative:
Review of device history was performed for component info. Suppliers response: the sponges were formerly attached to the prep sticks via a solvent. The present method used in ultrasonic welding. This procedure involves several process parameters which include radio frequency, time, and pressure. The cause of the sponges falling off the sticks could be due to an upset of one of these process parameters.